Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery and a cartridge alarm 19 while pumping. The customer's blood glucose level was 160 mg/dl. The customer changed the cartridge and infusion set tubing. Insulin delivery was resumed.